Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found many bubbles in the ratio pump. The fse replaced the pump seals, primed the system, calibrated the system and ran a quality control (qc). This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave elevated sodium (na) results. The customer did not indicate the number of pt samples affected by this event. It is unk if erroneous results were reported out of the lab. It is unk if there were changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that there were a lot of bubbles in the chamber with the ratio pump there seem to be a lot of bubbles. The customer changed the blade the day before the event and noted that the blade was nicked. The customer stated that they have been doing the biweekly cleaning procedure.